Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began a neurostimulation trial on (B)(6) 2011, she had four seizures. The patient went on to receive a permanent implant, which was explanted on (B)(6) 2011. See manufacturer report # 3004209178-2011-05775 for information regarding the explant of the permanent neurostimulator.